Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that during the patient's elective ipg replacement on (B)(6) 2019, the replacement ipg did not communicate with external devices intra-operatively. A different ipg was used to finish the surgery.